Event description:
An event resulting in a pt burn was reported to bovie medical repair department by (B) (6) hospital biomed department. It was reported that a pt plate was not used at the time of the event.

Manufacturer narrative:
Per phone summary with bovie repair tech and (B) (4) (biomed) and (B) (6) at the user facility, they believe a patient plate was not used during the procedure. The biomed techs tested the unit and the output results were within spec. (B) (4). Further attempts to obtain additional info have been unsuccessful as phone calls and emails have not been returned.